Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2018. Corrected device code: h6. Additional information was requested and the following was obtained: a. Did the break into two separate pieces? No . B. Did the needle pull off from the suture? Yes . C. Did the suture fray? No.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/14/2019. Additional information: d10. Investigation summary: it was reported performance pull off suture needle. A labeled winding former with a parked needle/suture combination were returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event description. How did the suture break apart?; did the break into two separate pieces?; did the needle pull off from the suture?; did the suture fray? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, the suture broke apart. There were no adverse patient consequences reported. No additional information was provided.